Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump did not dispense any of the chemotherapy. The bag was full, the pump displays 0 ml pumped which was inaccurate. The patient did not report any occlusion alarms. There was nothing wrong with the preparation or setup (i.e. Not clamped, hooked up correctly, air filter connected correctly, volumes added to bag were correct). The starting volume was 138 ml. Continuous infusion rate was 3 ml/hour. Reservoir volume was 0. Given was 0. The amount of medication remaining in cassette did not match the reservoir volume displayed on pump. It pumped nothing. They did not attempt to withdraw the remaining medication in the reservoir to confirm. Air detector was off. Upstream sensor was on. Length of infusion intended was 46 hours. A cstd was not used to fill the cassette. The pump was not used to prime the extension tubing. The patient was medically affected as they did not receive any medication. The event occurred at the patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.